Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise issue could not be conclusively determined. (B)(4).

Event description:
Noise was noted on the ventricular lead and a non-abbott atrial lead resulting in inappropriate therapy to the patient. The lead was capped and replaced during an device eri replacement with no adverse consequences to the patient.